Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has been returned for evaluation. Device analysis observed the rotawire was broken near to the distal section, 327cm from the proximal section and the distal tip was not returned. Also, the rotawire was kinked in the middle of the device. Overall length could not be measured as the rotawire was broken near to the distal section. Outer diameter of the distal tip could not be measured as the distal tip was not returned. All other dimensions are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11535. Reportable based on device analysis completed on 19jan2017. It was reported that the guidewire was used with no issue. The 90% stenosed, 30mmx2.75mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery(lad). A 1.50mm rotalink¿ burr and a 330cm rotawire¿ were selected to be used. During the procedure, the device was running at a desired speed; however, as the burr was taken out of the body, it was noted that the sheath of the burr had a hole and fluid leaked in the end of burr catheter. Subsequently, the rotational speed only reached 120,000 rpm. The procedure was not completed due to this event. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed the rotawire was broken.